Manufacturer narrative:
This supplemental report is being submitted to provide the device evaluation results. The device was returned to olympus for evaluation. A visual inspection was performed on the returned device and found the distal end of the probe tip detached. The missing probe tip measured approximately 0.6045¿ in length and was not returned for evaluation. There were no burn marks or foreign material noted on the device. Based on the evaluation findings, the probe damage can be attributed to mishandling.

Manufacturer narrative:
The device was not returned to olympus for evaluation. Olympus followed up with the user facility via telephone and in writing to obtain additional information regarding the reported event but with no result. The exact cause of the reported event cannot be determined. However, based on similar reports the most likely cause of the reported event can be attributed to the operator¿s technique. The instruction manual provides the user several warnings to prevent damage to the sonosurg scissor. ¿when using sonosurg scissors, great attention must be paid to the following. If you do not pay attention to the following, detachment of the probe tip may result. If the probe tip detaches in a body cavity, retrieve the probe tip by appropriate means, taking into consideration, that open surgery may be necessary. When using sonosurg scissors ensure the following and be careful using this instrument. When the probe is contaminated by carbonized tissue, use a piece of moistened, soft gauze to remove the tissue. Do not attempt to scrape it with a sharp object such as a scalpel. Otherwise, the probe may be scratched or break and detach into the body cavity during ultrasonic output.¿

Event description:
Olympus received a medwatch report number (B)(4) which states during a therapeutic laparoscopic sleeve gastrectomy, the tip of the scissor broke off and fell inside the patient. The device fragment was located and retrieved immediately. It is unknown if the intended procedure was completed. The user facility checked off "adverse event" however, there was no information provided to confirm if an adverse event has occurred.